Event description:
It was reported that during a prostate procedure, the fiber cap detached @ 68,185 joules after 9 minutes of use. "After sweeping from the left lateral lobe to the right lateral lobe the fiber started firing through the tip¿. A second fiber was opened and the procedure was completed with no injuries to the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the report of a fiber cap detachment could not be confirmed, the fiber cap was found to be attached; however, the fiber exhibited a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the metal/glass caps were intact and attached; the fiber proximal to fracture rotated independently of metal cap; the metal cap exhibited mild burnt on detritus; the metal cap exhibited mild signs of melting; the glass cap exhibited moderate devitrification at the output window. Based on the analysis above, the potential for forward firing may also exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limiting the performance of the fiber.